Event description:
The customer obtained a non-reproducible false positive result for a known negative non-vitros quality control fluid processed using vitros hbsag reagent on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B) (4)

Manufacturer narrative:
The investigation found no evidence to indicate that the vitros eciq did not operate as intended. Review of the customer's quality control data for the timeframe of the event found acceptable results for both the customer's negative and reactive quality control fluids. Pre-analytical sample mix up was ruled out as all additional hepatitis marker assays used to test the same negative control produces expected negative results. The root cause of the false positive quality control result is unknown.